Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during laparoscopic hernia repair, on fixation of mesh to abdominal wall, a blood stained with patches of collagen was missing. The size of the defect was 8 cm by 7cm. The surgical time was extended for more than 30 minutes. The mesh was removed then replaced to correct the issue. This laparoscopic procedure was converted to open due to unrelated device problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure of hernia repair, on fixation of mesh to abdominal wall, a blood stained with patches of collagen was missing. The size of the defect was 8 cm by 7cm. The surgical time was extended for more than 30 minutes. The mesh was removed then replaced to correct the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during an open procedure of hernia repair, on fixation of mesh to abdominal wall, a blood stained with patches of collagen was missing. The size of the defect was 8 cm by 7 cm. The surgical time was extended for more than 30 minutes. The mesh was removed then replaced to correct the issue.